Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. According to the inspection result by local service department, leakage was confirmed. Which might have contributed to occurrence of the reported event. Based on above result and past similar cases, omsc presumed, the following causes. Dirt got in by generated gap at light guide lens glue, due to physical stress. Humidity invaded from location of leakage into device, which caused corrosion of light guide lens inner parts. The corrosion product remained in the lens. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that inside of light guide lens was dirty. There was no report of patient injury associated with the event.